Event description:
Information was received from healthcare provider regarding a patient who was receiving fentanyl, hydromorphone, and bupivacaine at unknown concentrations and dosages via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2016, it was reported that the patient¿s pump had some history of a leak at one point. No patient symptoms were reported. No specific date was given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.